Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours. For treatment, the pod was removed.

Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found exposed and bent at the distal tip of the soft cannula, attributing to bleeding/bruising at the insertion site. Blood was confirmed on the device as a result of this needle exposure. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to both the slide retract and formed needle at the location where the formed needle sits in the slide retract indicating that the needle was improperly installed and led to the needle mechanism failure. The downloaded data also returned timeouts in pulse widths during runtime, but did not alarm. These timeouts did not affect the function of the device as the pulse widths returned to normal after the timeouts occurring. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.